Event description:
Had intepro y sling by ams implanted for pop and had mesh erosion within 4 months after placement. Suffered with chronic abdominal, back and hip pain along with chronic foul vaginal drainage until having full mesh removal on (B)(6) 2017. Upon removal mesh was infected with an encapsulated abscess the size of a grapefruit.